Manufacturer narrative:
(B)(4). Additional information: onset date of the first peritonitis episode was an unknown date in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique further described as the patient touched the catheter and the catheter got contaminated during peritoneal dialysis (pd) therapy, which led to a bacterial peritonitis manifested by stomach pain. The patient was not hospitalized for the first occurrence of peritonitis that was manifested by stomach pain. The patient was treated for the first occurrence of peritonitis with unspecified antibiotics, intraperitoneally (ip), for a month. On an unreported date, the patient completed the treatment and recovered from peritonitis. Two months later, the patient experienced a reoccurrence of bacterial peritonitis manifested by stomach pain. The patient was not hospitalized for the reoccurrence of peritonitis. The patient was treated for the reoccurrence of peritonitis with unspecified antibiotics (ip) for a month. On an unreported date, the patient completed the treatment and again recovered from peritonitis. A month later, the patient had a third episode of bacterial peritonitis manifested by stomach pain and, on the same day, the patient was hospitalized for the event. The patient was again treated with unspecified antibiotics (ip) for peritonitis. During the hospitalization, it was determined that the pd catheter should be removed due to a catheter infection. The cause of the recurrent peritonitis was from the catheter infection. Four days later, the patient was discharged from the hospital. Two weeks later, the patient discontinued the treatment for peritonitis. The following day, the patient had outpatient surgery done for catheter replacement. Pd therapy had been temporarily withdrawn during this time. Following each peritonitis episode, the patient received retraining on aseptic techniques when doing pd therapy. The patient was recovering from the surgery. The patient recovered from recurrent bacterial peritonitis and catheter site infection. No additional information is available.